Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -6.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.